Manufacturer narrative:
The field service engineer (fse) found one leg of the cable was broken and melted. The fse replaced the power supply and the cable/cord. The fse ran multiple system checks with no issues. No burning smell was noted. The service actions resolved the issue.

Event description:
The initial reporter complained of a melted power plug on a cobas e 411 immunoassay analyzer. The instrument was not running and the customer noticed an electrical smell coming from the power plug. The customer observed the power plug was melted with signs of sparking and scorching around the plug. The customer shut down and unplugged the instrument.